Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.